Event description:
It was reported by a neurologist that a vns pt had an increase in seizure and swiping the magnet does not work for him anymore. The pt is non verbal and severely impaired. The neurologist referred the pt for prophylactic generator replacement. The patient's diagnostic settings prior to surgery were within normal limit. It is unk if patient's increase seizures were above or below pre-vns baseline. Good faith attempts to obtain more info regarding vns pt has been unsuccessful to date.